Event description:
It was reported the top knob is not working correctly. The rate cannot be adjusted. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery contacts are compressed. Upper case is contaminated/broken. Lower case, battery release, heart block, lead flex cover, heart wire contacts, and heart lead flex are contaminated. Two side bail covers and ring cover are broken. One case screw is missing. (B)(4).